Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported after surgery, the patient experienced halos, rainbows and visual disturbances are unbearable and without need of any glasses at all can now no longer drive and has blinding headaches. Yag surgery has not been done. Lenses have been in one year still the patient have vision issues that have been ignored and now the doctor told he will do the best he can to fine tune them. Now the patient has lost his vision to do either. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).